Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time, this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this newly implanted transvenous defibrillation lead exhibited out of range right ventricular (rv) impedances of greater than 2,000 ohms and loss of rv capture at the post-op check. A revision procedure was performed, during which the connections were checked, which were noted to be good. The lead was placed in the pacing system analyzer which revealed loss of capture and high impedances. The atrial lead was tested in the ventricular lead port which tested normally by report. A lead issue was then alleged. A new lead was implanted with good capture and lead measurements. No adverse patient effects were reported.

Event description:
The lead was later returned for analysis.